Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced discomfort due to tension from the spinal cord stimulator (scs) leads whilst moving. The patient underwent a procedure in which the two leads were explanted and replaced with two new leads. The patient is doing well post operatively. The devices will not be returned as they were discarded by the facility.

Event description:
It was reported that the patient experienced discomfort due to tension from the spinal cord stimulator (scs) leads whilst moving. The patient underwent a procedure in which the two leads were explanted and replaced with two new leads. The patient is doing well post operatively. The devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70.